Manufacturer narrative:
MDR 1219913-2024-00298 was initially submitted on 01-apr-2024. A customer from outside the united states reported observation of a depressed advia centaur ca 19-9 result when using lot 530 which was discordant relative to repeat testing using another reagent lot. Siemens has concluded the investigation. The advia centaur xpt instrument was inspected, and no issues were identified. There is no additional sample material available for investigation. The initial elevated result was discordant relative to testing of both a new sample and the original sample using a different reagent lot (535). It was noted that results for bio-rad quality control level 1 shifted downward when the customer switched to ca 19-9 lot 535, although they were still within published ranges. This qc bias is consistent with other observations for this lot, and does not explain the observed difference seen for this patient, where the initial result from lot 530 was identified as falsely depressed relative to lot 535. A specific cause for the discordant observation could not be determined on the basis of the available information. However, no product problem was identified. The customer is operational, and no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of a depressed advia centaur ca 19-9 result which was discordant relative to clinical expectation and repeat testing. Assay calibration and quality control (qc) results were valid and within expected ranges. Local investigation by a siemens service engineer did not identify any instrument issues to explain the discordant result. Siemens is investigating.

Event description:
The customer reports observation of a depressed advia centaur ca 19-9 result which was discordant relative to clinical expectation and repeat testing. Ca 19-9 lot 530 was in use at the time. A low ca 19-9 result (within normal range) was obtained for a 62-year-old female patient with pneumonia. Assay calibration and quality control (qc) results were valid and within expected ranges. The result was questioned by the physician, and a new sample was drawn and tested using a different reagent lot two days later. The new sample produced a much higher result, which was reproduced in duplicate testing. The earlier sample was re-tested as well, and it also produced a much higher result than first obtained. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.